Event description:
It was reported that a ref ball jnt screwdriver shaft is broken. It is unknown whether this happened during a procedure or not; therefore, patient involvement is not confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a thr surgery, a ref ball jnt screwdriver shaft broke. The surgery was completed, without any delay, with a competitor device. Patient was not harmed as consequence of this issue.

Manufacturer narrative:
Corrected data: b5.

Event description:
It was reported that a ref ball jnt screwdriver shaft is broken. It is unknown when did the event occur relative to surgery; however, no delay or injuries were reported.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.